Event description:
It was reported through litigation process that, on (B)(6) 2021, a patient underwent port placement via the left subclavian vein for chemotherapy related adenocarcinoma. Approximately fifteen days later, on (B)(6) 2021, the patient was diagnosed with staphylococcus capitis urealyticus bacterial infection, which was confirmed through blood culture. Subsequently, the port was removed on (B)(6) 2021. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation; medical record was provided for review. Medical record alleges that, a patient was implanted with power port clear vue slim implantable port for chemotherapy of adenocarcinoma via the left subclavian vein under ultrasound guidance. Fifteen days later, blood cultures were performed and was confirmed to be positive for staphylococcus capitis- urealyticus. The port was removed nine months later. Therefore, it can be confirmed that the patient had bacterial infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that about sometime later port placement procedure, the patient allegedly developed with infection. However, the current status of the patient was unknown.